Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name: lead; product ID: neu_unknown_lead (serial: unknown); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that this august, the patient fell on their head but it did not affect therapy at all. Two weeks ago, the patient had an appointment where the physiotherapist put some pressure on the extension at the patient¿s neck. About two hours after the appointment, the patient was ¿seeing stars" and had blurry vision. The effect went away after some time, but the therapy effect was getting worse. At an appointment today, the healthcare provider (hcp) found a red impedance on one lead and adjusted programming. Patient is unsure if the therapy effect is still sufficient and wants to know how a lead can get damaged and how to proceed. It is possible that the initial damage happened due to the fall and the physiotherapist accidentally made the situation worse by putting physical strain on the lead. Patient was advised to discuss with the hcp if they can do further reprogramming to achieve proper therapy. If not, lead replacement may be needed. Patient has an upcoming appointment with their hcp on (B)(6).